Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Reportedly, the cartridge in use was an expired lot number. The user successfully loaded a new cartridge. The user's blood glucose level was 176 mg/dl.